Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), vaginal infection ("vaginal infection "), urinary tract infection ("urinary tract infection"), pruritus ("itchy"), pelvic pain ("pain") and headache ("headache"). Essure treatment was not changed. At the time of the report, the uterine perforation, vaginal infection, urinary tract infection and headache outcome was unknown and the pelvic pain was resolving. The reporter considered headache, pelvic pain, pruritus, urinary tract infection, uterine perforation and vaginal infection to be related to essure. The reporter commented: I take garlic / parcel pills my probiotics and pruns / sena pills twice a day. Concerning the injuries reported in this case, the following one/ones were reported via social media: itchy, vaginal infection, uterine perforation uterine tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new events pelvic pain and headache were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), vaginal infection ("vaginal infection "), urinary tract infection ("urinary tract infection") and pruritus ("itchy"). Essure treatment was not changed. At the time of the report, the uterine perforation, vaginal infection and urinary tract infection outcome was unknown. The reporter considered pruritus, urinary tract infection, uterine perforation and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: itchy, vaginal infection, uterine perforation uterine tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), vaginal infection ("vaginal infection "), urinary tract infection ("urinary tract infection") and pruritus ("itchy"). Essure treatment was not changed. At the time of the report, the uterine perforation, vaginal infection and urinary tract infection outcome was unknown. The reporter considered pruritus, urinary tract infection, uterine perforation and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: itchy, vaginal infection, uterine perforation uterine tract infection. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.